Event description:
It was reported that the patient experienced loss of stimulation. It was discovered per x-ray that the paddle lead had dislodged out of the epidural space. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 220906. UDI: (B)(4).